Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient¿s device was ¿non-working.¿ the hcp didn¿t have any further information regarding the issue but said it¿s not been working for 2 years possibly. No further complications were reported.